Manufacturer narrative:
The 510(k): k912967 and k083641. Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that bivona aire-cuf adult tracheostomy tubes had poor ventilation. They were in use with patient and attached ventilator alarmed "high pressure." The caregiver attempted to suction the tracheostomy tube but suctioning the tube was difficult related to an obstruction. Introducing the aspiration tube was difficult and there was nothing to aspirate. No permanent injury reported. See MFR: 2183502-2016-01867.

Manufacturer narrative:
One unused bivona® aire-cuf® adult tracheostomy tube was returned for evaluation. Visual inspection and dimensional analysis did not find any non-conformities. Functional testing involved performing a suction catheter test and did not find any non-conformities. The device was found to meet manufacturing specifications. Based on the evidence, the complaint was unable to be confirmed. There was no evidence found to suggest the event was caused from an intrinsic defect in the product. (B)(4).